Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: 1627487-2022-02460. It was reported the patient experienced ineffective stimulation due to both leads migrating. Surgical intervention took place where in the leads were explanted and replaced with one lead to address the issue. The properly functioning ipg was electively replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.